Event description:
Pt went swimming with the purevision multi-focal lenses, and the next day reported having symptoms of blurred vision and clouding of the cornea. A visit was made to an eye doctor who diagnosed and treated the optician for corneal erosion in right eye. Per the treating doctor, the corneal erosion went into the top of the stroma. There is no residual scar and no permanent decrease in visual acuity. Pt wears gas permeable contact lenses except during sport activities, the purevision multi-focal is used.

Manufacturer narrative:
The complaint lens and sealed lenses were returned for evaluation. The results of the complaint lens revealed that the measured diameter varied slightly from the labeled value. The sealed lenses were found to be within specifications. The lot device history records were reviewed and show that all requirements were met. The treating doctor did not know the exact source of the problem experienced by the pt. Based on all information, no causal factors can be determined and no conclusion can be drawn.